Manufacturer narrative:
A supplemental report will be submitted upon the completion of investigation.

Event description:
User called into emergency support program (esp) line to request support with leak in iab circuit alarm, unable to update timing alarm and low priority ECG waveform issue that occurred during cs300 intra aortic balloon pump therapy. The esp personnel had reviewed and discussed the troubleshooting steps to the user in detail. No harm or injury reported.